Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this pacemaker declared a lead safety switch (lss) due to pace impedances greater than 2,000 ohms. No other observations were reported. The involved right atrial (ra) lead is a non-boston scientific product. No adverse patient effects were reported. This product remains in-service.